Manufacturer narrative:
(B)(4). It was reported that patient underwent vaginal vault neurolysis with intramucosal absolute alcohol injection on (B)(6) 2010. It was reported that the patient underwent repair of vaginal apex defect on (B)(6) 2010 due to spontaneous drainage of paravaginal hematoma.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced pain, urinary problems, bleeding and painful intercourse. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.